Event description:
It was reported that needle spinal s/su 20ga 6in quincke hub broke. The following information was provided by the initial reporter: plastic needle hub broken so needle wouldn't remain locked for insertion. The plastic needle hub has broken so the needle wouldn't remain locked for insertion.

Manufacturer narrative:
H6: investigation: one actual sample was received by our quality team for evaluation. It is observed that the keyway is damaged and does not fit in the keyway slot; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the most probable root cause for keyway damage condition is regarding the assembly process in the tic machine; in which is used to assemble the stylet to the cannula.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle spinal s/su 20ga 6in quincke hub broke. The following information was provided by the initial reporter: plastic needle hub broken so needle wouldn't remain locked for insertion. The plastic needle hub has broken so the needle wouldn't remain locked for insertion.